Event description:
It was reported that the patient had back surgery in (B)(6) during which his leads were 'messed up.' The surgery was for stenosis and arthritis and the patient had a fusion done. The patient's stimulator helped the lumbar pain before the hcp (health care professional) disconnected the leads. Stimulation had been off since (B)(6) and the patient had been to several hcp's who would not revise the leads. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 355029, lot# n123541, implanted: (B)(6) 2007, product type accessory. (B)(4).